Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device passed displacement test, a21 alarm and self test. No unexpected a21 alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had unexpected restart and a cold reset was performed and button error. Customer reported that they were able to clear the alarm and also was able to rewind the pump. Customer also reported that alarmed did not recurred after inserting a new battery but it recurred during normal use. Troubleshooting was performed. No harm requiring medical intervention was reported. The device will be returned for analysis.